Event description:
Customer report of intermittent no alarm sound or low/faint alarm sound after alarm volume was adjusted. A visual alarm message was displayed on screen. Never used on patients. Event noted in field svc center. No pt impact.